Event description:
A customer reported that two (2) discordant high sodium (na) results were obtained from the dimension xpand plus with hm system. The samples were retested on the same instrument. The initial discordant results were not reported out of the laboratory. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium results were due to poor sample quality. The tsc determined that the customer was using a swinging bucket centrifuge and spinning for 6 minutes versus the tube vendor recommended 10 minutes. Siemens recommended the customer follow the tube manufacturer's recommendations for proper centrifugation times and speed. The instrument is performing within specifications. Further evaluation of the device is not required.